Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: investigation revealed that the pump powers up with audible sounds; however investigators could not get the pump to move beyond the animas logo screen. Investigation indicated that the pump's language file was corrupted.

Event description:
Per the distributor, it was reported that the infusion pump is not functional.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.